Event description:
The hospital left the maquet sales representative a phone message on 07/21/2009 that during an endoscopic vein harvesting procedure, the hemopro was plugged in and started heating up and melted the drape that was on the pt. The sales rep received additional info on 07/24/2009 from two staff that attended the case in o.r. That before the procedure began, the p.a. Had placed the tissue welder on top of the pt and the drape. The two staff said, the p.a. Was leaning on the tissue welder and believe that he may have pushed the actuation button when leaning, which caused the tissue welder to deliver energy and melt the drape. This may or may not have been a self-actuate and/or overheat event. The pt was not burned and the hospital did not report any pt complications. A replacement unit was used to complete the procedure with the same cable. Maquet received the device on 07/29/2009 and the visual inspection revealed that the cutter wire was damaged and had been lifted from the hot jaw boot insulation. It was also observed that the hot jaw boot insulation was cracked and did not form in a completely assembly. This is an MDR reportable event for "piece of jaw boot broke off" with an alert date of 07/29/2009.

Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the boots were burnt and melted with a bluish colored material melted onto the tip of the cold jaw boot and machined shaft tip. Resistance measurements revealed that the micro switch was stuck in the open position with the toggle not activated. This open position tells the logic circuitry on the power supply to deliver electrical energy to the tri-heater assembly to the hemopro. The pre-cautery test showed the device immediately self activated without the toggle switch on. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).